Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 100 to 115 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 178 mg/dl and 162 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 10/24/2016 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Event description:
Consumer complaint of about high blood results. Expected fasting blood glucose test result range is 100 to 115 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call in (B)(6) 2015. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 178mg/dl and 162mg/dl. Verified storage of product is within instructed spec. The strips lot MFR's expiration date is 10/24/2016 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 192mg/dl (B)(6) 2015 06:00 am; 183mg/dl (B)(6) 2015 05:54; 83mg/dl (B)(6) 2015 05:57 am; 88mg/dl (B)(6) 2015 05:55 am; 180mg/dl (B)(6) 2015 05:51 am. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product under eval.